Event description:
Dexcom g7 once again failed to connect. Has happened about 4 times this year. I am a registered nurse with 40 years¿ experience, so not user error. Quality control issue from dexcom I suspect. While I am not insulin dependent it would be much better than sticking my finger multiple times a day. Patient code: 4582. Device code: 3283, 3023. Reference reports: mw5178891, mw5178892, mw5178893.